Manufacturer narrative:
Eval summary: no out of spec conditions were noted during review of production records. The returned samples were evaluated microscopically. Examination revealed that the product was damaged during insertion, probably via lodging against or in some hard substances. This damaged the cannula, and the damage propagated as the device was removed from the obstruction. The device then broke due to plastic deformation of the cannula. A warning is included in the instructions for use as follows: "if resistance is met when advancing or withdrawing the guidewire or the micro-introducer, determine the cause by fluoroscopy and correct before continuing with the procedure." The breaking of the cannula is a result of unusual damage caused by insertion into a hard substance or obstruction.

Event description:
The coaxial dilator broke off in the pt during a basic abscess drainage. The piece remained in the pt and was removed during a second, previously scheduled procedure.